Event description:
Plates/screws implanted 7/2/92, for ruptured discs at l4-5 and l5-s1 level. Fusion failed at 6 mos post-op. At 9 mo post-op, implants dropped on left side of spine. On 6/2/93, anterior fusion (bone implanted) done. Three weeks post-op pt much worse; reports severe pain. On 9/18/93, fluroscopy shows screw at l4-5 out 1 cm in nerve root. Implants removed 10/26/93.